Event description:
Dialysis was to be performed prior to dialysis, the dialysate was tested for formaldehyde, using nephretect. The test was performed once, per clinic procedure. The result was negative and dialysis began. Patient immediately complained of discomfort, and numbness in extremities. Dialysis was haulted and the dialysis machine was promptly refrigerated. 07/20/99: dialysate from that machine was tested, again using nephretect and the results were positive in three of three trials. It is unclear as to the temperature of the dialysate analyzed on this date. 07/21/99: nurse telephoned alden and was asking if the temprature of the dialysate tested on 07/20/99 could have caused the test to produce false positive results on that day. Co responded that a temprature higher than 37 degrees c can cause false positive results, but did not offer any data concerning solutions below 37 degrees c. Samples of the dialysate are unavailable for analysis by alden. Normal testing done by alden on the nephretect lot #09219 showed it met all specifications. Co telephoned dialysis clinic and in discussing the incident with the clinical nurse, it is believed that the rising procedure was not completely followed. Co discussed, in detail, the correct rising procedure and had some minor changes made for the clinic. The conclusion is that improper rinsing procedures, prior to the device use, cause the disinfectant(formaldehyde) "rebound syndrome".